Event description:
This is a spontaneous case report received from a physician in united states on 27-feb-2015 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert), lot number c18706, insertion on (B)(6) 2015 and the distal tip of micro insert broke off and had to be removed with grasper. The patient had no injury and bilateral placement was achieved. Product was not available to be sent back. Ptc investigation result was received on 13-mar-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot c18706 (production date jan-2014 and expiration date 31-jan-2017) was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product issue (breakage) and a usability issue (complicated insertion). However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect were confirmed nor an adverse event was reported at this point in time. Company causality comment: this medically confirmed, spontaneous case report refers to a(B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure distal tip of micro insert broke off. This device was removed and patient had no injury. The reported event was considered non-serious and is listed according to technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, since the event occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although there was no death or serious health deterioration for the patient this might have occurred under less fortunate circumstances. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 18-jun-2015: the required number of follow-up attempts was completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure distal tip of micro insert broke off. This device was removed and patient had no injury. The reported event was considered non-serious and is listed according to technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, since the event occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although there was no death or serious health deterioration for the patient this might have occurred under less fortunate circumstances. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.